Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Event description:
It is reported that a customer received a battery out alarm on their insulin pump. The patient's blood glucose level was at 37 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer assisted with reprogramming the insulin pump and was advised to monitor the device for further issues. No further information was provided.